Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. No part was received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
The customer reported that the nav-ring is not moving. The customer contacted product support and advised the customer there is still an active recall for v60 nav-ring failures. Paging to field for implementation of replacing the v60 front bezel. The customer reported that the unit was not in use on a patient.